Event description:
It was additionally reported that the system controller was exchanged at home due to a problem. The alarm was thought to be a connect power alarm. There was difficulty connecting the system controller and driveline.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller exchange was confirmed via log file analysis. The log file captured a backup battery fault alarm that became active on (B)(6) 2023 at 20:33:37, which would have resulted in an advisory alarm with ¿call hospital contact; backup battery fault¿ message on the display screen of the system controller. The alarm remained thereafter. There appears to be a driveline connect/disconnect issue between 20:47:57 at 20:49:10. The driveline was physically disconnected at 20:47:57 and reconnected at 20:48:36. The driveline was disconnected again at 20:49:10 and remained disconnected. The shutdown sequence was initiated, and the last event captured on this date was at 20:50:24. These events appear consistent with the reported system controller exchange. The returned system controller passed the functional test procedure, confirming that all visual and audible alarms activated when they were induced. The device operated on a mock circulatory loop without any notable event captured in the history event screen. Testing of the system controller/backup battery was unable to reproduce the backup battery fault alarm captured in the log file. A root cause of the backup battery fault alarm captured in the log file and the events that lead to the system controller exchange could not be determined through during the analysis. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 10 ¿safety checklists¿, instructs users to ¿check all electrical connections between the system controller and power cables, the power cables and the mobile power unit patient cable, and the mobile power unit and ac electrical outlet.¿ under section 5 ¿alarms and troubleshooting¿, all alarm conditions are addressed. This includes ¿connect power¿ alarms and backup battery fault alarms indicating to ¿call your hospital contact as soon as possible for diagnosis and instructions.¿. Low voltage advisory alarm 1. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. For more information, see page 228. No external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Power cable disconnect alarm: 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. Under section 2, how your heart pump works, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Also under this section, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Under section 3, ¿switching power sources¿, describes steps for exchanging between power sources (mobile power unit and batteries). Heartmate 3 instructions for use rev c, under section f, safety checklists, replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that there was a 'connect power' alarm while the system controller was plugged in to the power module. The system controller was exchanged.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.